Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks due to a supraventricular tachycardia, not isolated to a single episode. The device parameters have been reprogrammed and the patient will also be treated with medication. This ICD remains in service and no additional adverse patient effects were reported.